Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has been "sticking" when pressed. Reportedly, the customer is able to get the wake button to function after multiple presses. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.